Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review of the merlin.net transmission, far r wave oversensing and noise was observed on the atrial channel causing auto mode switch events. During patient follow up on (B)(4) 2015, the device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).